Event description:
Hospitalization for low bgs. It was stated that right after the customer was disconnected form the pump family member noticed the customer was in respiratory distress. Paramedics took the customer to the hospital. It was also stated that the medications given to customer were not able to raise their bgs. The data could not be retrieved from the pump, the batteries were changed, but the pump still had blank display.